Manufacturer narrative:
Replacement part is currently on backorder. The field service representative (fsr) swapped the occluder cover with occluder cover from backup system in perfusion store room.

Manufacturer narrative:
The field service representative (fsr), replaced the cracked cover and drag insert on occlusion head. The unit operated to manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the occluder head cover to be cracked at clasp mounting point. The pst was unable to test occluder head cover due to the breakage and missing clasp. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr ordered a replacement occluder head cover and will replace when the part becomes available.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder head cover does not fully lock when closed. The fsr found that the cover at the clasp hinge pin was cracked. There was no patient involvement.